Manufacturer narrative:
Initial.

Event description:
It was reported that while traveling the user ran out of insulin, did not revert to alternative therapy after the ilet stopped delivering insulin, and experienced a high blood glucose reading of 245 mg/dl until a full supply change was performed with assistance, after which the device functioned and the supply change was successful. Symptoms included no reported clinical symptoms despite hyperglycemia. Outcomes included user education and troubleshooting without the need for alerts, alarms, or escalation. Investigation included review of the event details and provision of troubleshooting and education. Investigation of this case revealed user-related interruption of insulin availability and nonuse of backup therapy, with the ilet and its components functioning as expected after supplies were replaced. It was concluded, based on previously established findings for similar reports, that the cause was user management of supplies and therapy rather than device malfunction.